Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they passed out due to low blood glucose. Customer stated the sensor stopped working after using it for 3 days. The blood glucose level was 40 mg/dl. Customer treated by eating ice cream and discontinued the use of insulin pump. Customer stated they had too much insulin. The customer will return the sensor for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Also performed bicarbonate buffer test. Sensor passed per specifications. (B)(4).